Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, a continuous flush setup must be used with a 5f imager¿ ii selective diagnostic catheter. This setup helps to minimize friction for the following reasons: reduces retrograde blood flow into the catheter and introducer sheath during coil delivery. Reduces contrast crystal formation and/or thrombosis on the delivery wire and in the guiding catheter and catheter lumens. Reduces premature coil thrombosis."   (B)(4).

Event description:
It was reported that the coil became stuck on catheter's tip. Vascular access was obtained utilizing contralateral retrograde approach. The target lesion was located in the moderately tortuous internal iliac artery (iia). A 15mm x 40cm interlock¿-35 was selected for use. After placement of an unspecified guide catheter to the target lesion, several interlock coils were then deployed. Furthermore, the physician advanced this device when it was noted that the coil was stuck after it came out from the catheter's tip. When attempts to push the coil further was done, the interlocking arms of the coil got separated inside the catheter. The unspecified guide catheter was removed together with the coil. The same contralateral retrograde approach was again performed and a new interlock was used to complete the procedure. No patient complications were reported.